Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient claims the bolus suggestion is an elevated amount than it should. The patient had a hypoglycemia event where she needed help from her husband. The patient had symptoms of dizziness and confusion. The blood glucose results were not provided. The patient's husband treated her with a glass of juice with sugar. The patient was not taken to a medical facility. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.